Manufacturer narrative:
No product has been returned and an extended investigation has been performed for the reported complaint. There was no indication that the product did not meet specification. Dhrs (device history review) for the libre reader was reviewed and the dhrs showed the libre reader passed all tests prior to release. If the product is returned, the case will be re-opened and a physical investigation will be performed.this also serves as a correction report. Section b-5 (describe event or problem ) was incorrectly documented in the initial MDR 30 day report. Section b-5 has been updated.

Event description:
Customer reported that while using a freestyle libre reader, "her reader was caught in a power surge." The customer further reported seeing "visible smoke". There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
The product has been requested back for investigation. A follow- up report will be submitted once additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported that while using a freestyle libre reader, "her reader was caught in a power surge." There was no report of death, serious injury, or mistreatment associated with this event.